Manufacturer narrative:
(B)(4). Suspect medical device serial # updated to reflect (B)(4).

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump emitted replace battery warning and no low battery warning. A review of the alarm history indicated replace warning and low battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s history showed a low battery warning on (B)(6) 2013 at 06:43; followed by a replace battery alarm on (B)(6) 2013 at 07:03. The pump was exercised for a 24 hour duration period; no errors, alarms, or warnings occurred during testing. A low battery warning and a replace battery alarm were reproduced for the investigation. Both occurred at the correct voltage thresholds. Both were accurately recorded in the pump¿s history. Unrelated to the complaint, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.